Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The actual longevity calculation was 69%. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).